Manufacturer narrative:
H11: after further review of this complaint. Vyaire medical found out that this complaint is non quality complaint. The device functioned as intended and the user is just annoyed of the alarms. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. There is no reported issue that occurred during normal operation of the device. This complaint file will be closed with no further action required. Vyaire reference number of the original complaint: (B)(4). Under medwatch manufacturer report number: (B)(4).

Manufacturer narrative:
Other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported that the bellavista 1000e shows an error minimal pressure not reached "vt (tidal volume) pressure is so low" during patient use. There was no known impact or consequences to patient reported from this event.